Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient was very sick with health issues not associated with the device and so far only cirrhosis was mentioned. There were no additional adverse patient effects reported. The ICD was explanted.